Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 (medical device problem code) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. The event could have occurred due to dust inside the unit. A definitive root cause could not be identified olympus will continue to monitor field performance for this device.

Event description:
It was a therapeutic procedure. The intended procedure was completed with the same set of equipment.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera control unit had the error e-117 code. The issue occurred during a transurethral resection of the prostate procedure. There were no reports of patient harm.